Event description:
Beginning in june 2004, the pt's implant reportedly had migrated and was pushing the skin outwards. The implant area was observed to be slightly inflamed. In about 2 months later surgery was performed to reposition the device. The implant reportedly was functional following the surgery. It was observed that after surgery, the pt's implant area was inflamed. It was controlled by treatment, no other details were made available. In december 2004, the pt was unable to obtain lock between the internal device and external equipment. On the 12th day, the company was notified that surgery to explant the pt's c1 device was to be scheduled.